Event description:
It was reported to patient services on (B)(6) 2012, that this rv lead had an alert for high pacing lead impedances. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).